Event description:
Customer was treating a single channel gyn case. The control unit did not update this case. Interrupt was pressed with no result. Source was reported by customer to remain out for 20 to 60 seconds, after which he hit emergency stop button and source was retracted. The source remained in the safe until the nucletron engineer arrived on site to examine the unit.